Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2018. Reportedly, the patient did not calibrate after the inaccuracy. No additional event or patient information is available. Data was received for evaluation, data review did not confirm the reported event of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Bluetooth device pairing test failed. Data/share log was previously reviewed and no inaccurate cgm values were found in the log within the investigation window. The customer complaint was not confirmed because there was no indication of an inaccurate cgm value. A probable cause could not be determined via product evaluation.